Event description:
As technologist was reportedly moving the lead shield assembly, which was suspended from a ceiling post, the assembly allegedly fell from the ceiling post supposedly striking the technologist's left forearm and right finger reportedly resulting in abrasions on the left forearm and right finger.